Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that she had site issues and her blood glucose was 456 mg/dl this morning. Customer stated that last week she had a no delivery alert but she was able to clear it and continue regular therapy. Customer stated that she has neuropathy and had carpal tunnel surgery recently. Customer can only use one hand. Customer stated that she has scar tissue, warts, and skin tags. Customer stated that the site does not show signs of infection. Customer had blood at site but was not actively bleeding at the time of the call. Customer mentioned that she was hospitalized some time back but she was off the pump and on manual injections until her order for supplies was processed. Customer declined to troubleshoot for the no delivery alarm. Customer stated that her stress and blood at site/set caused her high blood glucose. Customer stated that the pump no longer vibrates when she gets a low reservoir alert. Customer performed a self test and the pump vibrated.